Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for an alleged unresponsive keypad, frozen screen, and unspecified alarm found on (B)(6) 2021. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Device successfully downloaded to thus. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Device passed self test. All buttons function properly. No frozen screen noted during testing. Pump was cut open to perform visual inspection and found moisture damage electronic assembly (pcba 1). The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for unresponsive keypad and frozen screen was not confirmed. Unspecified alarm was confirmed where pump error 38 was noted during testing due to corroded motor home switch. Exposure to moisture was confirmed on pcba 1 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump buttons was unresponsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that they were unable to rewind as all the buttons were not working. The display of the pump was frozen and the time was not advancing. Pump received pump error alarm but customer was unable to clear it because of unresponsive keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.